Manufacturer narrative:
The product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from accuchek inform ii meter, serial number (B)(6). At 11:03 a.m., the meter result was 206 mg/dl. At 11:05 a.m., the meter result was 192 mg/dl. At 11:07 a.m., the meter result was 147 mg/dl. The result of 147 mg/dl was deemed correct. The customer stated that the same fingerstick was used.